Manufacturer narrative:
Facility name: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: sizer rupture.

Event description:
Healthcare professional reported sizer rupture. Device contacted the patient and surgery was completed as scheduled.